Event description:
During the procedure, the surgeon noted that the laparoscopic morcellator trigger stuck and the morcellator stopped rotating/working. The device was removed from the field, and a new device was utilized without issue. It is unknown if the new device was of the same or a different lot. There were not adverse affects to the patient.what was the original intended procedure?laparoscopic supracervical hysterectomy with diagnostic cystoscopy.